Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 294 mg/dl. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support educated customer on the proper load techniques. Customer declined further troubleshooting from tandem technical support (cts). Multiple attempts were made by cts to confirm insulin therapy was successfully resumed; however no response was received.